Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the device. Instrument channel: coagulase-nagative staphyloccocci (3 cfu/endoscope). Suction channel: unspecified microbes (<1 cfu/endoscope). Air/water channel: gram-positive bacteria (1 bacille cfu/endoscope). Auxiliary water channel: unspecified microbes (<1 cfu/endoscope). The testing result cleared the french guideline. Ofr inspected the device and confirmed the following; the suction cylinder and angle knobs were worn. The device inspection result by ofr confirmed device defects. However, omsc concluded that it was unlikely that the bacteria were detected due to the device, because the bacteria detected by microbiological testing by a third-party laboratory were below the standard. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (ofr). For evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from air/water channel of the device tested positive for enterobacter cloacae. The device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge poka-yoke, using peracetic acid. There was no report of infection associated with this report.